Manufacturer narrative:
The mechanism was received on 10/03/2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the door roller pin was broken.